Event description:
Related manufacturer report number: 2017865-2023-42294. It was reported during remote follow up that the atrial and right ventricular leads had high capture thresholds. The right ventricular lead also exhibited oversensing due to noise. The leads will continue to be monitored. The patient was stable and asymptomatic.